Event description:
On 10/27/92 device was implanted. On 2/9/93 the pump was revised. On 5/12/95 connectors were revised. On 1/3/96 the pump was removed. On 7/8/96 the pump was reimplanted. On 8/96 day not indicated, the entire device was removed from the pt due to infection. Add'l lot and serial number: cb599 009.